Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders among other things. It was reported that the patient's ins appeared to be depleting faster than previously. Impedances were normal (800-2034 ohms) at settings: left 6.9 v 90 pw 180 rate 610 ohms; right 4.7 v 90 pw 180 rate 631 ohms. From full to empty this should have taken 4-5 days, however they have been charging daily. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it seemed like the patient needed to charge more often. The rep reported that the battery was not charged to 100% before reporting the battery went to 75%. The rep reported that it appeared that with their high settings, the patient needed to charge more often. The rep reported that the rapid depletion had been resolved. No further patient complications have been reported as a result of this event.